Event description:
It was reported that during a routine follow up visit, it was not possible to access data regarding a treated ventricular fibrillation (vf) episode. Further investigation revealed that the data related to the episode had become corrupted. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product ID: 6947 implantable tachy lead, implanted: unknown, product ID: 419688 implantable pacing lead, implanted: unknown. (B)(4).